Event description:
It was reported that the patient passed away due to sudep. The physician's nurse indicated that she does not believe the death was related to vns; however, the cause of death was not known. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
An implant card was received providing the vns patient¿s product information.